Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
The patient reported that periodontist expressed concerns with patient's byte treatment. They indicated teeth # 22 to 27 were misaligned and continue to exhibit black triangles. Additionally the lower molars are showing lingual tipping and there are concerns about the resulting bite and occlusion.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.